Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Event description:
A report prepared by aaos registry analytics staff was received entitled " aaos custom report on actis tha". American joint replacement registry received a report to breakdown the demographics and survival analysis for all depuy actis duofix devices. Information captures events that occurred from (B)(6) 2012 to (B)(6) 2021. Information included 34, 854 actis total hip cementless stems vs. 550, 743 aggregate cementless femoral stems. Aajr data was merged with cms data. Each procedure was categorized using ICD 9 and 10 procedural codes. No patient specific identifiers were provided. Linked revisions were captured for up to 9.5 years. The data didn't mention manufacturer of acetabular cup or liner. Assumption will be made the a depuy synthes femoral head was implanted with the actis stem. Data indicates that the 143 noted revision cases might have had more than one reported diagnosis. As its not clear if the 143 diagnosis were all separate patients, this product complaint will capture the registry as 143 separate patients. Complications/revisions noted for actis stem, infection/inflammatory reaction (24), instability/dislocation (15), periprosthetic fracture (4), mechanical loosening (1), and other mechanical complications/all other codes (99).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.